Event description:
It was reported that platform displayed use advisory 7 (discrepancy between load 1 and load 2 too large). Customer tried to clear the advisory by using a manikin and by pulling the lifeband, but was not able to. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.